Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6), china block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in a captivator procedure performed on (B)(6) 2024. During the procedure, the physician found that the patient had gastric polyps, and the polyps could not be cut by using device. The procedure was completed with another captivator snare to cut the polyps, which affected the procedure progress and caused hidden dangers such as bleeding and unclean polypectomy, which increased the patient's pain. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.